Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the device was deployed, but hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The return of the device may have assisted in the investigation of the reported event. Based on the reported information and the inspection criteria a definitive cause for hemostasis not achieved after deployment and associated patient effects could not be determined. During manufactured, all devices undergo multiple suture-related inspections. A sample of the lot must meet visual and functional deployment testing specification. Review of the device lot history record did not reveal nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality problem.